Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: first knee done august 2025 had no issues. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Inflammation, crusting, itchy, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. As stated multiple times there is no device to return. Answers to questions provided earlier this morning. Update ¿ as mentioned in the original report. Patient had first exposure during first tka (B)(6) 2025. The second knee done (B)(6) 2026 had this reaction. What is the procedure name? Tka what is the procedure date? Unknown what date did the reaction occur on? Within 2 weeks post op (according to cast clinic nurse) was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes ¿ as described in the original report ¿ steroid cream and benedryl what is the most current patient status? Patient is fine can you identify the lot number of the product that was used? No ¿ as indicated, site does not track lot #¿s for prineo as non-implanted device was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was benedryl and topical steroid prescription strength medication prescribed? Please specify? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total knee arthroplasty procedure on an unknown date in (B)(6) 2026 and topical skin adhesive was used. At 2 week follow up, shared that a patient experienced skin reaction in a second tka. Prescription steroid cream and benadryl. Additional information has been requested.